Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 559453, lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient had syncope. The patient's right ventricular (rv) lead had high and unstable thresholds and noise. Additionally, their right atrial (ra) lead had noise. The leads remain in use. No further patient complications have been reported as a result of this event.